Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that pacemaker went into backup operation and exhibited possible premature discharge of battery. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.

Event description:
New information received notes that the pacemaker was not restored and it was explanted and replaced. There were no patient consequences.